Manufacturer narrative:
B2- the patient's date of death has been estimated as the clinical team was unable to provide any further information about this patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient expiration, as well as a direct correlation to centrimag blood pump, lot number l06838-la2, could not conclusively be determined through this evaluation. The clinical team decided to implant biventricular centrimag while the patient was waiting for heart transplant. The patient died, and no further information was reported. The clinical team didn't provide more information about this patient. The device will not be returned for evaluation. No further issues have been reported at this time. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #16: potential risk to the patient should be evaluated prior to changing a centrimag vad. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The device history record for centrimag blood pump lot #l06838-la2 was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having incessant low flow alarms and had a computed tomography (CT) scan that revealed a thrombus in the outflow graft. On (B)(6)2021 a surgical procedure to correct the thrombus was performed. The driveline was cut by accident during the surgery. The patient was stable with an ejection fraction of 33%, premature ventricular contraction of 14, and good left ventricle contraction, so the pump was explanted. A couple of days after this the patient started to have cardiogenic shock, septic shock, and right ventricular failure. The clinical team decided to implant a biventricular centrimag while the patient waited for a heart transplant. The patient was unable to recover and subsequently passed away. Related manufacturer's reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.